Event description:
During a laparoscopic procedure that included cauterization of endometriosis, leep cone and excision of condyloma, a pt was burned on their lower back. Bipolar and monopolar instruments were both in use at the time of the event. The pt was placed in a lithotomy position during the surgery. The burn occurred on the bilateral section of the buttocks. The degree of the burn was not indicated. Dr. (B)(6) was consulted, and the treatment consisted of bacitracin ointment d. The biomed checked the unit on site and didn't find anything wrong.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.